Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported blood glucose value from reported event was 444 mg/dl. The customer¿s blood glucose at the time of incident was 410mg/dl. Sensor glucose value from reported event was 320mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Current sensor glucose value was 320mg/dl. Current blood glucose value was 444mg/dl. The insulin pump will not be returned for analysis.